Manufacturer narrative:
(B)(4).

Event description:
It was reported during an in-clinic follow-up, a mixture of high ventricular response and noise reversion episodes were observed. The oversensing was possibly related a potential issue with the right ventricular lead. Noise could not be reproduced from lead evaluation. No intervention to cap the lead will be proceeded at this time. No further information is available.